Manufacturer narrative:
Additional information has been provided in d.8, d.10, h.3, h.6 and h.10. The product was returned for analysis and the reported complaint was observed. The device is returned loose in the carton. The lens stop and the plunger stop has been removed. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Insufficient amount of viscoelastic is observed in the device - no ovd past the lens. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is advanced at the nozzle entry and is misfolded. A plunger under ride was observed. The root cause may be related to failure to follow the dfu. Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until ovd can be observed flowing to the ''fill-to'' line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site. The investigation, including root cause analysis, is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation (iol) procedure, the plunger was not advancing smoothly and sticking. The procedure was completed with alternate lens. There was no patient harm.